Manufacturer narrative:
The device was returned to olympus and the evaluation confirmed the customer's reported issue, "when she puts the camera on auto the light source stops working.", no image was identified due to a faulty cable. In addition, a cut was observed on the cable. A DHR review was completed, and no issues were identified. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use manual provides the following: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head was having a dark image, when the camera is on auto, the light source stops working. The issue was found during an unspecified procedure. The customer confirmed the light source was not the issue. There was no serious injury or adverse patient effects to the patient reported.